Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (constant adjust belt messages) has been confirmed. As received, the monitor was intermittently able to recognize the therapy electrodes and ECG electrodes. The cause of the intermittent issue is poor communication between the monitor and electrode belt. The cause of the poor communication is a defective belt connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) year old female patient contacted zoll customer support to report constant adjust belt messages. The patient was issued a replacement monitor.